Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31jjb implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they felt a sharp pain in their rectum where the lead was connected. Patient stated that it felt like the end of the lead pressed and poked them in the rectum. Patient also stated that the therapy was doing its job and decreased how much they needed to go to the bathroom. Patient reported the situation to their healthcare provider (hcp) and hcp recommended to adjust therapy after the 3rd day from the implant, to handle that sensation. The patient was redirected to their healthcare provider to further address the issue. Patient had a follow up appointment on (B)(6). Patient reported painful stimulation.